Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch 3002808148-2022-01216 (B)(6). The model number, serial number, and associated fields initially reported are being corrected. Refer to medwatch 3002808148-2022-01216 for supplemental information related to this event.

Event description:
The customer reported there was no image from the subject device during an unspecified procedure. Only lines were displayed. Additional details were requested regarding the reported event. No additional information was provided. There was no effect on the patient due to the event.

Manufacturer narrative:
Initial reporter address: (B)(6) the suspect device was not sent to olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.